Manufacturer narrative:
Correction: component code update.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited failure to capture. Imaging revealed that the lead had dislodged. The lead was explanted and successfully replaced. There were no patient consequences.